Event description:
It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to lead migration. X-rays confirmed the leads had migrated. In turn, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.